Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that he received multiple no delivery alarms. The blood glucose at the time of the incident was unknown. The customer stated he could not exit the rewind loop while he was priming and getting the no delivery alarms. The alarm history showed 5 or 6 no delivery alarms. He was instructed to rewind and prime again and he was able to complete it. He was advised that there could have been a set/reservoir occlusion, but because of the multiple alarms he should change the infusion set and reservoir. The reservoir will not be returned for analysis.